Manufacturer narrative:
Product will not be received for eval. The customer said the device was discarded and the lot number was unk. This complaint cannot be confirmed or evaluated due to the lack of info provided.

Event description:
A crack is noted in the admin set between the spike and the tubing guide. Rate of tpn was 135ml/hr. Primes on the pump. Didn't notice the leak until several hours into the infusion. Pump was running and she heard a pop and saw the fluid running out the side of the filter. Tpn was infusion at 333.3ml/hr. No pt injury.